Event description:
It was reported that the customer was receiving the battery out limit alarm on the insulin pump during normal use. The customer had inserted new batteries, but the issue persisted. The customer's blood glucose was unknown. Troubleshooting was done. Explained that a battery out limit alarm may have indicated that the battery cap was loose. Assisted customer with reprogramming the date and time. Advised that a replacement battery cap would be send. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.